Event description:
Unable to activate or complete test when the device was plugged into the power box. It appeared that the cord did not fit correctly into the device. This was prior to patient procedure.